Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted 3 days post implant due to a (B)(6) infection. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v413612, implanted: 2010 (B)(6), explanted: na, programmer: model 3037, serial# (B)(4). (B)(4).